Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable, clamp tubing" alarm with cassette attached. It was reported that the patient made some attempts to attach the cassette to the pump, but the alarm followed. Subsequently, the pump was replaced. No patient consequences were reported. No adverse effects were reported.